Event description:
It was reported that the coil protruded from the catheter's tip during removal. The non-stenosed target lesion was located in the severely tortuous and non-calcified splenic artery. A 22mm x 60cm interlock coil was selected for use. During the procedure, the coil became stuck in the distal part of the catheter. When the coil was removed from the patient's body, it was noted that the coil protruded from the tip of the microcatheter. Only the coil was removed and the procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the device was returned for evaluation. The device returned with a main coil, pusher wire, and introducer sheath. Visual inspection was performed, and no damages were found in the introducer sheath; however, it was returned with blood showing evidence of use. The twist lock was opened. The main coil and the pusher wire were interlocked inside the introducer sheath. The main coil and introducer sheath were inspected, and no anomalies or damages were observed. The pusher wire was found kinked. No more damages were observed. Functional inspection was performed, and the pusher wire and the coil were advanced through the introducer sheath. It was pulled out backwards in order to release the main coil without issues. Microscope inspection of the main coil and the pusher wire revealed that the proximal end has a smooth surface. The interlocking arm was inspected, and no anomalies was noted. Dimensional inspection of the main coil and the pusher wire revealed that the components were within specification. No other issues were identified during the product analysis.

Event description:
It was reported that the coil protruded from the catheter's tip during removal. The non-stenosed target lesion was located in the severely tortuous and non-calcified splenic artery. A 22mm x 60cm interlock coil was selected for use. During the procedure, the coil became stuck in the distal part of the catheter. When the coil was removed from the patient's body, it was noted that the coil protruded from the tip of the microcatheter. Only the coil was removed and the procedure was completed with another of same device. No patient complications were reported.